Event description:
It was reported that on (B)(6) 2009, pre-dilatation was performed and a 3.0x28 promus element stent was implanted in the proximal left anterior descending artery (lad). Post dilatation was performed with 0% residual stenosis. A non-target lesion in the proximal left circumflex artery (lcx) extending into the distal lcx was treated with balloon angioplasty and deployment of 2.75x28 and 3.0x16 non-abbott stents. The patient was discharged on (B)(6) 2009 with aspirin and clopidogrel prescribed. On (B)(6) 2010, patient developed angina. On (B)(6) 2010, a promus 3.0 x28 was implanted for treatment of restenosis in a non-abbott stent in the lcx. On (B)(6) 2012, the patient developed chest pain and was hospitalized on (B)(6) 2012. The patient underwent non-target vessel (lcx) revascularization. The patient was treated with medication and the event was resolved without residual effects on (B)(6) 2012. The patient was discharged on (B)(6) 2012. Per the investigator, the relationship to the study device is unrelated. No additional information was provided.

Manufacturer narrative:
(B)(4). Indication for use. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There were no reported product deficiencies. The reported patient effect of angina is listed in the japan promus everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. It was reported that the procedure was to treat a restenosed lesion. It should be noted that the IFU states: promus is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. In this case, it is unknown if the reported IFU deviation directly caused or contributed to the reported patient effects. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The reported patient effect of stenosis/restenosis is listed in the (B)(4) promus everolimus eluting coronary stent system instructions for use as a known adverse event.